Event description:
Lack of stability during placement.

Manufacturer narrative:
The trauma clinical complication was a fractured buccal bone plate upon insertion due to brittle bone.. The implant was removed and bone grafting material was placed.

Event description:
Trauma / clinical complication only.